Event description:
It was reported that this was a bilateral arteriotomy closure of the left and right common femoral artery using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device at each side. The suture of two new prostyle devices were successfully pre-placed at each side. The sheath was upsized to an 18f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty and the subsequent treatment is based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 correction: device available for evaluation updated from yes to no.